Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The pt indicated that the alleged meter issue started on nine days earlier. As a result of the alleged issue, the pt consumed more food/drink(s) on 11/7/08. About one week after the alleged meter issue began, the pt claimed that she developed "low sugar symptoms." It is not clear as to what specific symptoms the pt had. She denied receiving any treatment due to the alleged meter issue. It would have been helpful to know the following info: the pt testing frequency, her medication and diabetes mgmt regimens, and if the pt made any changes to the regimens because of the alleged meter issue. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, and what specific symptoms she had. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed unspecified symptoms of hypoglycemia about 1 week after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.